Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, occlusion of the main trunk of the left coronary artery occurred due to self-dilation of the transcatheter valve. Percutaneous coronary intervention (pci) was performed to treat the coronary artery occlusion. No additional adverse patient effects were reported.